Event description:
It was reported the patient complained the patient controller (pc) had informed in regards to depletion of the scs ipg. Subsequently, the patient's scs ipg was replaced to prevent loss of therapy for the patient.